Manufacturer narrative:
The customer advised that getinge shipped a new power supply for exchange which was installed by them and the system powered up correctly. The customer also performed preventative maintenance (pm) per manufacturer¿s specifications, performed transducer calibration, adjusted bimba cylinder and replaced solenoid driver board with a courtesy one that getinge also shipped because the 2.8v reading on l6 to tp31 was only 2.6v. The iabp was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a bad power supply. The power supply of the iabp was always on even when it was powered off. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The customer returned the suspect power supply to getinge's national repair center (nrc) for evaluation. A senior technician inspected the power supply and no visual damage was observed. The power supply was then installed into cs300 test fixture and was tested to factory specifications per cs300 service manual, and failed testing. A white display was observed on the screen when the power switch is in the "off" position (out of box failure). The power supply was then sent to the supplier for failure analysis per procedure. The supplier returned the power supply and verified the reported failure. They replaced defective q9, r26a, r26b; power supply passed all of their testing and they updated the fan. The technician again installed the power into a cs300 test fixture, and tested to factory specifications per cs300 service manual and performed visual inspection again per procedure. The power supply passed testing and was put into stock.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a bad power supply. The power supply of the iabp was always on even when it was powered off. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported that when they replaced the power supply with a known working one the iabp powered up as it should. The customer will be completing the repair of the iabp. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a bad power supply. The power supply of the iabp was always on even when it was powered off. There was no patient involvement, and there was no adverse event reported.